Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. Upon dräger's request for further information, it was responded that no additional details can be provided. This lack of information does not allow a reliable conclusion in regard to the exact root cause for the event. A malfunction that solely affects the display would not trigger an alarm - therefore the reported observation of display turning black is rather an indication that an error condition has occurred upon which the supervisor function autonomously responded with a system reboot. A reboot is the specified behavior to respond to disturbances that could not be removed by other means; the underlying condition can be related to malfunction or to other aspects; a differentation is not possible for the particular case. If a reboot is initiated, the system will briefly power-off and back on. The user will be alerted to the reboot by means of a corresponding alarm; the typical time for the processing of a reboot is 12 seconds. During this time the airway system is opened to ambient to allow spontaneous breathing. If the reboot could remove the error condition ventilation will be resumed with previous settings. Under consideration that the aformentioned assumptions are correct, it can be concluded that the device responded as designed upon a deviation of unknown origin. Other explanation may however apply as well; a differentiation is not possible. The device was in operation for almost eight years now; status of repair and preventive maintenance is unknown to dräger since the device is not under a service contract. It was recommended to the user facility to have the device checked by trained service personnel to exclude a persisting technical deviation. H3 other text : device not available for evaluation.

Event description:
It was reported that the user observed that the display of the device was not working and shutting down. The device was replaced in a controlled maneuver; no patient consequences have reportedly resulted from the event.